Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that patient has a malfuntioning lead and an infection with redundant leads with a need for new venous access. No patient complications have been reported as a result of this event., infection